Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right ventricular (rv) and a right atrial (ra) lead. With use of a spectranetics glidelight device and lead locking device (ldd), the team attempted removal of the ra lead first. During attempted extraction of this lead, the patient's blood pressure dropped. Rescue efforts began immediately, including pericardiocentesis, rescue device, and then sternotomy. A superior vena cava (svc) was discovered. The repair was successful, the two leads were removed, and the patient survived the procedure. There was no alleged malfunction with any of the spectranetics tools in use.